Event description:
As reported for this event by the customer, during preparation for use the device was not registering when plugged in. As such, no image was obtained. There is no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device was not registering when plugged in and there was no image. This is attributed to the defective charge couple device (ccd) unit. The cable was repaired by a third party. In addition, the coupler rotation is rough. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction in d8 and the updates in sections d5, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿this camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus' own authorized service personnel is excluded from olympus' limited warranty and is not warranted by olympus in any manner.¿ olympus will continue to monitor field performance for this device.